Event description:
It was reported that an adverse event occurred. On 06/14/2025, it was reported that the patient experienced a "diabetic coma", understood as loss of consciousness, while being in an active sensor session. The patient confirmed they were wearing a dexcom sensor during the event but declined to provide any further information and stated that they "already discussed it with their doctor". No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. On 06/14/2025, it was reported that the patient experienced a ¿diabetic coma¿, understood as loss of consciousness, while being in an active sensor session. The patient confirmed they were wearing a dexcom sensor during the event but declined to provide any further information and stated that they ¿already discussed it with their doctor¿. No other details were documented. Data was provided for investigation. On the date of the event (06/14/2025) the user received several low glucose alerts, starting at vibrate then progressing to 100% audio volume. These alerts were auto cleared when the egvs rose above the lower limit at 3:12 am. From 3:12 am until 8:52 am the users egvs were within target range. At 8:57 am the user received a low glucose alert. The user then performed a calibration with a value of 87 mg/dl entered. Based on the prior cgm reading (79 mf/dl) the accuracy is calculated at 9.2% error (within specification). At 9:02 am the users egvs rose above the lower limit and remained within range for the remainder of the day. No failures were observed during the time period of interest. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.